Manufacturer narrative:
(B)(4). Customer returned pump for alleged rewind anomaly, keypad unresponsiveness/button alarm, and insulin flow blocked and cosmetic damage located at the battery compartment found on (B)(6) 2021. The passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test. P-cap was attached and lock into place properly. Unit passed the keypad voltage test. No unexpected insulin flow blocked alarms noted during testing. Pump was cut open to perform visual inspection and moisture damage was found at pcb 1, force sensor pins. Successfully downloaded history files and traces using thus. No insulin flow blocked alarm noted on event date in history file. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label. No unexpected insulin flow blocked alarms noted during testing and is not confirmed. Keypad unresponsiveness/button alarm is not confirmed. Rewind anomaly is not confirmed. Cosmetic damage is confirmed at battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was the battery compartment. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
The unit passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test. P-cap was attached and lock into place properly. Pump was cut open to perform visual inspection and moisture damage was found at pcb 1, force sensor pins. Successfully downloaded history files and traces using thus. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label. In conclusion, cosmetic damage is confirmed when cracked case (battery tube) was noted during visual inspection. In addition, moisture damage was noted during visual inspection and isolated to pcb 1 and force sensor pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.